Manufacturer narrative:
Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nac-y site tubing dimensions are incorrect. The following information was provided by the initial reporter: the tubing dimensions are incorrect.

Manufacturer narrative:
H6: investigation summary: since no samples were returned for the investigation, it was not possible to determine which component was mixed/incorrect, however, a search for models with the same configuration was carried out and 5 models were found. According to information provided by the customer, the base diameter of the incorrect component is smaller than the diameter of the correct model p/n: 8100-032, which has a diameter of ø0.160 ±0.002. Additionally, of the 5 models that have the same configuration, 3 models have a smaller base than the model p/n: 8100-032, and these are the models: according to the results obtained by the quality technicians, the material was released when meeting the specifications. The results can be consulted in the dhrs of the lots involved. Based on this information, it can be ruled out that the involved lots of the nac bottom p/n: tc10008540 component were out of specification. Root cause analysis after the investigation completed, it can be concluded that the most probably potential causes of the problem were: incorrect material was taken due to a lack of material verification, during the model change. Lack of material identification in the packaging area. H3 other text : see h10.

Event description:
It was reported that the bd¿ nac-y site tubing dimensions are incorrect. The following information was provided by the initial reporter: the tubing dimensions are incorrect.